Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product. The nail was classified as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Neither the nail, nor further information like x-rays was returned; therefore an investigation was not possible. The root cause of the nail breakage is unknown. The IFU describes several adverse effects that can lead to a nail breakage like obesity, poor bone quality or consolidation, postoperatively loads, intra-operative implant damages, etc. If one or several of these listed adverse effects did contribute to the nail breakage could not be determined due to missing information. Because no deviations were found during review of the DHR a manufacturing issue can be excluded based on the given information. A more precise evaluation was not possible; if further information becomes aware the case will be revaluated. No non-conformity identified.

Event description:
It was reported that the sales rep was advised that the gamma nail broke. Revision is planned.

Event description:
It was reported that the sales rep was advised that the gamma nail broke. Revision is planned.